Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, leiomyoma nos, menorrhagia, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (endometrial ablation. And laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms.') In an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, leiomyoma nos, menorrhagia, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (endometrial ablation. And laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: left-3 coils right-2 coils present in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Lot number: a66686 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms.') In an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, leiomyoma nos, menorrhagia, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (endometrial ablation. And laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: left-3 coils right-2 coils present in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Lot number, patient aka name and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, myoma, menorrhagia, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms."). The patient was treated with surgery (endometrial ablation. And laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.